Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on aug 13 , 2024 and section h10 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed unknown dust/dirt contamination of the device base exterior and under the ui knob.internal investigation of base unit found unknown dust/dirt contamination throughout the device internals. Slight dust contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The unknown dust/dirt contamination found within the device was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 1 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes unable directly address the symptoms outlined in the complaint.manufacturer can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Anufacturer can confirm the presence of contamination in the airpath, likely from a source external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.